Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving bupivacaine (unknown concentration or dose) and baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that the patient's pump had stalled 2 times. The first time was on (B)(6) 2021 at 3:13pm. The second time was on (B)(6) 2021 at 3:30pm in which the patient stated that the pump alarmed, the patient took oral baclofen 60mg, and called 911. The patient noted having a new mac book pro computer on the patient's lap at the time the pump alarmed. The patient stated that both times the pump stalled it had restarted. They were confirmed stalls by the healthcare provider. The patient stated sleeping in a hospital bed that does not have magnets. The patient also stated going into a hyperbaric chamber 5 times a week and always feels like crap during the week in the hyperbaric chamber but feels great on the weekends when not at the hyperbaric chambers. Of note, the last time the patient was in the hyperbaric chamber the patient stated having a bladder spasm and felt horrible, and when the patient "farted, it shot up my spine". The patient thinks the hyperbaric chamber is about 2 atmospheric absolute (ata). Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address t he issue. The patient's relevant medical history included recent bilateral hip flat operation on (B)(6) 2021 (not related to medtronic device/therapy) and that was why the patient had the computer on lap.